Event description:
A positive troponin ultra patient result was released to the ER physician. The physician questioned the result and upon repeat the patient sample was negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
Discussions with the customer indicate that the discordant was due to sample handling. The instrument is performing within specifications. No further evaluation of the device is required.